Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was reviewing her reports with the doctor and the doctor brought to her attention that the reports show that she had bolused for 120 carbohydrates for breakfast on (B)(6) 2014. Customer stated that this is not accurate and there may be an issue with her reports. Customer does not recall her blood glucose value at the time. Customer was assisted with reviewing the reports and no discrepancies were found. Customer stated she will review the reports herself. Customer stated she has already verified in the bolus history that there is no history of this dose. Customer also reported that she was told to suspend the insulin pump every time she disconnects because it can accidentally give an insulin bolus when reconnecting; customer was advised she does not have to suspend. Nothing further reported.